Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post procedure, the pt returned and vaginal dehiscence of the sling material was noted. The sling was removed without incident. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials."